Event description:
Device issue: stent dislodgement. Time of device issue: during unpacking. Adverse event: none. It was reported that during unpacking of the device for an interventional procedure the 3.0 x 28 mm vision stent became dislodged from the stent delivery system. The device was not used in a procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.